Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. On (B)(6)2022, the physician elected to cap and replace the lead. The patient condition was stable.